Manufacturer narrative:
Product analysis #(B)(4): analysis information -- 12/21/2020 10:11:34 cst pli# 10 product ID# 97714 h3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. H6. Evaluation result code 3221 does not apply. Evaluation method code 4117 does not apply. Continuation of d10: product ID 977a260, lot# va13u5r018, serial# (B)(6), implanted: (B)(6)2016, explanted: (B)(6) 2023. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. All conductors were broken at 22.7 cm from the distal end. H6. Evaluation result code 3221 does not apply. Evaluation method code 4117 does not apply. Evaluation conclusion code 67 does not apply. Product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2020, h3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Conductors 1, 2, 3, 4, 5, 6 <(>&<)> 7 were broken at 20.4 cm from the distal end. H6. Evaluation result code 3221 does not apply. Evaluation method code 4117 does not apply. Evaluation conclusion code 67 does not apply. Product type lead product ID neu_siliconeanchor. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# va13u5r018, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-feb-2020, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 01-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). It was reported that ¿the pain just came back¿ and the patient went to turn it up and can¿t feel the stimulation. ¿the pain is excruciating¿. He went to the emergency room on (B)(6) and then met with a manufacturing representative on (B)(6). The rep said they did ¿a bunch of tests¿ but doesn¿t known the reason this happened. He was redirected to follow up with his healthcare provider (hcp). The healthcare provider (hcp) reported that due to high impedances on 14/16 electrodes, patient is unable to use ins. They attempted plugging into new ins and impedances did not change. A lead and ins replacement occurred on (B)(6) 2020. The issue was resolved.